Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged, and the suture wire returned with seven knots. Additionally, the slack wasn't taken up and the handle did not have evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of band unable to deploy was confirmed. Investigation found that teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force, which caused the teeth to become damaged or possibly this could be attributed to the way the physician was entering the device through the patient, damaging the teeth and also affecting the functionality of the device when deploying the bands resulting in the overlap of the bands. Additionally, it was determined that the instructions for use (IFU) of the device were not followed since the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not function properly with the handle when pulling the bands. Based on all gathered information, the probable cause selected is failure to follow instructions. Block h11: block d4 (model number) and block g4 (report source) have been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.